Manufacturer narrative:
Manufacturer's ref# (B)(4). 18-jan-2023: technical investigation concluded: a device history record review has been completed. No deviation or changes were found during manufacturing of the device investigation is still in progress; a final report will be submitted upon completion. 15-feb-2023: investigation is still in progress; a final report will be submitted upon completion.

Event description:
18-jan-2023: it was reported the charger showed sign of heat and there was discoloration near charging port. Incident date was (B)(6) 2022. The user was not harmed. Original equitment was used. The replacement device was provided to the patient. (B)(6) 2023: no further information expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). 18-jan-2023: technical investigation concluded: a device history record review has been completed. No deviation or changes were found during manufacturing of the device investigation is still in progress; a final report will be submitted upon completion.

Event description:
18-jan-2023: it was reported the charger showed sign of heat and there was discoloration near charging port. Incident date was (B)(6) 2022. The user was not harmed. Original equipment was used. The replacement device was provided to the patient.

Event description:
18-jan-2023: it was reported the charger showed sign of heat and there was discoloration near charging port. Incident date was 15-nov-2022. The user was not harmed. Original equitment was used. The replacement device was provided to the patient. 15-feb-2023: no further information expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). 18-jan-2023: technical investigation concluded: a device history record review has been completed. No deviation or changes were found during manufacturing of the device investigation is still in progress; a final report will be submitted upon completion. 15-feb-2023: investigation is still in progress; a final report will be submitted upon completion. 16-mar-2023: technical investigation concluded: a DHR review has been completed. No deviation or changes were found during manufacturing of the device. Device investigation concluded: the r&d investigation found that the returned device has severe white discoloration, both on the back and bottom lip. Pcb of the charger in perfect condition. No signs of overheating (no deformations, connector still in excellent condition) no signs point towards device failure, damage most likely done by external factor. The clinical investigation concluded: the clinical evaluation for the device family does evaluate the overheated chargers. This is identified in the risk analysis. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. Based on the device investigation this event is however more likely a result of user error. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk register conclusion: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation are final. This is a final report.